Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented during follow-up. The physician noticed lead that was in the right atrium during programming changes. The patient did not have any symptoms. Dislocated lead was capped and replaced. The patient was stable post-procedure.